Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
After the surgery of aequalis reverse fracture, an infection was found at the affected area. The revision surgery was performed on (B)(6) 2020. The sphere and the insert were newly replaced and the surgery was completed.